Event description:
The customer reported that during a patient event, their device would intermittently not power on. When the device was powered on, it did not lose power at all. The patient was only being monitored and did not suffer any adverse effects as a result of the reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was unable to verify the reported failure. As a precaution, physio replaced the system pcb assembly and the main keypad assembly. Proper device operation was then observed through functional and performance testing and the device was returned to the customer for use.